Event description:
It was reported that during a low anterior resection, the orange retaining cap was not present on the device or in the package. The device was fired, but it did not staple. The staples fell into the patient unformed; the staples were retrieved. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the staple retainer was not present, it should be noted that as part of our quality process all devices are inspected 100% to make sure the staple retainer is present. Event could not be confirmed as the device was received non-sterile. A batch record review was performed and no anomalies were found during the manufacturing process.